Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the dressing was leaking, however factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. This investigation has now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that after using the same renasys go device for one month a warning for air leak occurred. The nurse tried smoothing the dressing and the edges and checked for visible tears in the tubing or cracks in the pump and canister, but the problem was not solved. Steps in troubleshooting air leak per clinical guidelines were followed and it was confirmed there was an air leak and that the dressing needed to be changed. No back-up was available at the moment of the failure.